Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative:a 50-year-old male with cardiomyopathy and a pre-support clinical condition consistent with scai shock stage c was supported with an impella cp device implanted percutaneously via the right femoral artery on (B)(6) 2026 at 12:42 pm. During impella support, the patient developed hemolysis, which was identified based on elevated lactate dehydrogenase (ldh) levels. Imaging was available and utilized to evaluate pump position, and good pump position was confirmed; there was no reported contact between the device and the mitral valve apparatus, papillary muscles, or chordae tendineae. The pump was repositioned in response to the hemolysis; however, repositioning did not resolve the condition. No blood products were reportedly administered, and no definitive organ damage was reported at the time of this report. The device remains in use, and the explant date is to be determined. A data download has been requested, and the pump is expected to be returned for further evaluation. At the time of reporting, the patient remains on impella support, and the complaint patient outcome and survival outcome at explant are pending. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position

Manufacturer narrative:
Additional information was received and confirms the patient's outcome after impella support. The patient was successfully weaned from impella support, and the pump was explanted with a survived outcome. D6b explant date has been updated accordingly (with d6a implant date repopulated).

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the hemolysis issue could not be determined without returned product investigation and sufficient clinical details, including data logs.